Manufacturer narrative:
A historical query for this site was performed and no new or past escalated complaints of this nature on any like instruments were found for the past 12 months. For the error causing part there was no abnormal trend found over the past 90 days. Since the customer has refused to provide any further information on the sample or results, no further investigation can be performed.

Manufacturer narrative:
(B)(4).

Event description:
The customer called in wanting to know what animal antibodies were used in our elecsys hcg + beta test system (hcgb). The customer was informed that the reagent used mouse antibodies. The customer stated that a female patient has an hcgb that hovers around 15-20 miu/ml, but all of her urine qualitative tests give negative results. The customer mentioned that he suspects possible human anti-mouse antibody interference but refused to discuss further. The customer refused to provide any further information or for any further assistance with this issue.